Manufacturer narrative:
Based on the current information provided, the cause of the alleged operative complication(s) cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Isi has contacted the surgeon's office to gather additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. A follow-up MDR will be submitted if additional information is received about the event. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the customer claim that there was no system issue during the case. Additionally, all instruments used in the case were used in subsequent procedures, with the exception of the following: fundus grasper (part #428058-13; lot #m10140528-685)) had zero lives at the end of the surgical procedure and site reviews have shown that no complaints were filed against the instrument. As of 24-aug-2020, a review of the site's complaint history does not show any additional complaints related to this event. This complaint is being reported due to the following conclusion: a patient claimed that she/he underwent a da vinci-assisted cholecystectomy procedure and "almost died." In addition, although there is no specific allegation that a malfunction of a da vinci surgical system occurred, the patient indicated that she/he had to undergo another surgical procedure to remove scar tissue allegedly caused by the da vinci-assisted surgery. At this time, specific details regarding the patient's alleged operative complication(s) are unknown.

Event description:
It was initially reported via social media that a patient underwent a da vinci-assisted cholecystectomy procedure. The patient claimed that the ¿robot does a lot of damage¿ and ¿tears your whole abdomen apart.¿ additionally, the patient alleged that she/he ¿almost died.¿ no further clinical information was provided. On 07-aug-2020, the patient provided the following additional information regarding the reported event: site name, surgeon name, and event date. The patient reportedly had another operation performed on an unspecified date to remove scar tissue allegedly caused by the da vinci-assisted surgery performed on (B)(6) 2014 to remove the gallbladder. The patient indicated that surgery was "put in through" the "bellybutton and did a lot of damage." The patient also claimed that she/he almost died because of the surgery. Furthermore, the patient alleged that the surgery was performed while she/he had a flu and that "the damage was significant, the pain extreme." Additionally, the patient indicated that she/he "started to die about 24 hours after surgery." There is no specific allegation that a da vinci system, instrument, or accessory occurred.